Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was informed by the customer that the same issue occurred on (B)(6) 2016, which was also resolved by changing the revolution pump head. The service representative could not confirm the reported issue and replaced the scp drive unit, the scp control panel and the flow sensor. The unit was tested and returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp experienced negative flow when the clamp was removed from the arterial line during priming. The backflow persisted even after increasing the flow in the scp system. The perfusionist checked for occlusions and did not identify any. The revolution head was sweapped out, which resolved the issue and the surgery was performed without further incident. There was no patient involvement.